Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Caller reported ins is no longer working according to the patient. Additional information was received from a healthcare professional. It was reported that they were trying to activate MRI mode, but when attempting to connect to ins they get "no device found" screen. Caller said the therapy has been off for "two years" (and also said it's been off since 2023) because there were "wires loose somewhere." Caller was present with the patient and put patient on the phone. Patient clarified they were no longer able to recharge their ins because there was a loose wire due to a disc in their back. Patient said this was seen on an x-ray and that they were told the only way it could come out was to be "chipped out" of the spine, which patient said they declined. When asked, patient said the MRI was needed to scan the lower back. Agent suggested patient follow up with managing hcp for device evaluation and to potentially have MRI eligibility form filled out. Caller stated their managing hcp retired shortly after the device was implanted.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2022; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 09-apr-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.